Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I. Citation: jae hong kim, sang eun nam, jung youp sungm, keun yeong song, bum sik bang, eun kyoung lee. The value of capsule thickness on breast ultrasound as an indicator of the severity of capsular contracture and its correlation with the baker classification. International society of aesthetic plastic surgery. 30 august 2021; 46:621¿629.

Event description:
Through journal article "the value of capsule thickness on breast ultrasound as an indicator of the severity of capsular contracture and its correlation with the baker classification" a patient was reported to have a right side "intracapsular rupture without lymph node silicone invasion" and "capsular contracture of the baker grade I." The device has been explanted and replaced.